Event description:
The customer reported the complete loss of motorized c-arm movements. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors to the rui (remote user interface) was evaluated and identified as the root cause of the issue. No further conclusion can be drawn as additional repair info is unavailable and no additional service info was provided.